Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the port was inserted into pt with no problems. However, upon removal to extract gall bladder, the clear sheath covering dislodged and fell into the surgical area. The sheath was retrieved and the surgeon used the trocar without the sheath to complete the procedure. There was no reported injury to the patient.